Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant and full lower arch were placed in ada site 19 in the mouth, the implant did not integrate. Clinician noted the patient's infection, abscess and swelling. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that 3 months after the dental implant and full lower arch were placed in ada site 19 in the mouth, the implant did not integrate. Clinician noted the patient's infection, abscess and swelling. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).